Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed shock impedances greater than 125 ohms. A 1.1 joule shock was delivered to test the system which resulted in a measurement of 86 ohms. The system will continue to be monitored. There were no adverse patient effects reported.